Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using the external paddles. Complainant indicated that the multifunction cable was disconnected and reconnected to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was duplicated and attributed to an open wire (pin 4 patient end to pin 6 device end) (paddle button) within the multi-function cable. The multi-function cable was replaced to resolve the customer report. The device performed to specification during testing, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.